Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous vessel. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at the lesion area. The procedure was completed with another of the same device. No patient complications were reported.